Event description:
Caller alleges the infusion device switched off by itself without giving any alarm and that the device does not turn on anymore. Caller stated the issue occurred a long time ago but did not call. Caller reported the patient switched to the backup infusion device and called because of a w5 (lifetime warning). Attempts to follow up with the caller were unsuccessful. No further information is available. No physiological effects were reported. Caller did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).